Event description:
It was reported that a pump had a no disposable and wont run alarm on both cadd legacy pumps with same cadd flow stop cassette. Patient resolved alarm with changing to a new remodulin cassette. No adverse patient effects were reported. Cc-0115960 it was reported that a smiths medical fluid warmer patient.